Event description:
On 08/06/1999, at 0900 hrs, pt was started on 268ml hyperal neonatal parental solution through umbilical vein cather using device #1 and #2 with a flow/rate of 6.5ml/hr. At approx 12 hrs, the solution bag was discovered empty, device #1 indicating a flow rate of 6.5ml/hr and pt's electrolyte levels in significant imbalance and craneal bleeding.